Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was traveling and at home. Customer's blood glucose level was approximately 175 mg/dl. Reportedly, customer reloaded the existing cartridge on the pump. The customer declined further troubleshooting with tandem technical support, and declined a follow-up to determine a possible cause for the altitude alarm.